Event description:
It was reported that pump displayed altitude alarm. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer took correction injection by pen and delivered correction bolus and did not require emergency assistance, but insulin delivery was temporarily suspended due to alarm. Technical support identified that speaker holes on back of pump were obstructed, instructed customer to remove obstruction, clean speaker area, remove and reconnect cartridge, and wait to resume insulin, after which insulin delivery resumed and alarm did not recur. Pump returned to normal operation, and customer received guidance on preventing future altitude alarms.